Event description:
This is the third report of three reports from the same surgery on the same pt. (See mfg report number 2032593-2014-00011 and mfg report number 2032593-2014-00012). This report concerns the crossbar driver (product ID 95-0109). It was reported that during a posterior cervical fusion surgery, 3 crossbars broke. The customer said he 'did not know if it had something to do with the torque on the driver'. A spare crossbar devices was not available in the set. Spare crossbar devices were available, but the surgeon used a crosslink to complete the surgery. Surgery time was increased 15 minutes due to the reported issues. There was no adverse consequence to the pt or injury alleged as a result of these events.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.